Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead "had to be put in correctly, it wasn't the first time". It was further reported that the patient experienced the following symptoms: pericardial effusion, suspected tamponade and shortness of breath. A microperforation was suspected. The right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this event.